Event description:
A patient reported that he had been implanted for 15 years and the battery was never replaced. He stated that he was experiencing an increase in depression and needed a new battery. It was believed that the battery had been dead for about 6 months. The patient stated that his device had not been checked in years as his neurologist had stopped checking it, but reported great results from vns. It was stated that the patient's current psychiatrist is not managing his vns. An update was received that the device had not been interrogated in years and that the representatives were in the process of finding someone to manage the patient's vns as no physician had been managing the vns. No additional, relevant information was received to date.

Manufacturer narrative:
Patient identifier, corrected data. Follow up report #1 inadvertently listed the patient age in the "patient identifier" location. Patient age, corrected data. Follow up report #1 inadvertently left out the patient age.

Event description:
It was reported that the patient had the generator replaced due to low battery. The attending company representative at the surgery was unable to interrogate the patient's device. Battery life calculation based on manufacturer¿s programming history data base was consistent with a depleted battery. The suspect product has not been received to date. No additional information has been received to date.

Manufacturer narrative:
Patient age, corrected data. Initial report inadvertently listed ni as the patient age. Device manufacture date, corrected data. Initial report inadvertently listed na instead of ni.